Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no observations related to the reported event. Functional testing was performed resulting in no failures related to the reported event. The receiver data log was downloaded and reviewed finding firmware errors, confirming the reported event of initializing screen without manual restart. Based on the investigation results this is a reportable event. However, a root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.